Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was noted to be bent. Due to the damage, a charging cable could not be inserted into the port to charge the pump. There was no impact to the customer's blood glucose level.